Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, baker grade unknown, rupture. Concomitant medical products: mentor memorygel breast implant 600cc, catalog# 3506004bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 600cc and experienced capsular contracture, baker grade unknown and a rupture on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 600cc, catalog# 3506004bc, serial# (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On (B)(6)2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device it was observed in anterior view two creases and two ruptures (a and b), tear a measuring approximately 0.3 cm an tear b measuring approximately 0.1 cm. Microscopic examination was performed in both ruptures using scanning electron microscope (sem) and the cause of the ruptures could not be identified. It is possible that creases and the ruptures were caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).